Manufacturer narrative:
H4 - device mfg date: correction. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso seal was replaced. Additionally, the device motor and display were also replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped downstream occlusion (dso) seal and scratched lens. There was no patient involvement.